Event description:
It was reported that during initial implant procedure, there was difficulty inserting the stylet into the right ventricular lead. The lead was removed and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.